Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported site responded there no distal embolization within the same vascular territory during the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a react catheter patient experienced a distal embolization within the same vascular territory. It was unknown if the reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for a mechanical thrombectomy treatment of acute ischemic stroke. The access vessel was the cervical artery. During the subject's index procedure on (B)(6) 2024, it was indicated that distal embolization within the same vascular territory occurred. It was unknown if the catheter flushed as indicated in the IFU. There were no patient symptoms or complications associated with this event.